Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the pump just turned off. Customer stated that the pump fell out of his pocket and it hit the floor. Customer stated that the inside of the battery cap seems to have some corrosion. Customer stated that he had the battery cap from his old pump, but the pump still did not turn on. Battery compartment was not damaged or corroded. Customer tested with a new battery and the display returned. Basal rates were still intact. Customer was advised to monitor the pump. Customer will be shipped a battery cap as a courtesy. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.